Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
Vitrectomy cutter stopped cutting during procedure. Delayed case but no patient injury.